Manufacturer narrative:
This report is submitted on september 27, 2021.

Manufacturer narrative:
The device was explanted on (B)(6) 2021 and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on june 02, 2021.

Manufacturer narrative:
This report is submitted on april 22, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.